Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination total of the valve (adhesive failure) and one opening on posterior assessed as surgical damage. Additional observations: crease flat observed on the surface of the shell.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.